Event description:
Affiliate reported that in 1995, the device was implanted. Seventeen years later, the patient developed a headache along with slit ventricles. The doctor tried to change the pressure of the valve but the device, would not reprogram the pressure. As a result, the device was revised.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that upon a visual inspection two cuts/tears were found in the silicone housing. The device was tested and passed the programming test, and no occlusion was found, but the device leaked from the cuts and tears. It might be possible that the pressure control problem the customer reported was due to the cuts and tears. It is not possible to determine how the cuts/tears occurred. A review of the device history records confirmed that the device conformed to the required specifications. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.